Event description:
It was reported that the patient experienced a severe pain in the side of her head near the ears. Physician believed that the lead may be too high and irritating the nerves. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.